Manufacturer narrative:
(B)(4): the customer reported that the unit would not acquire the 12 lead ECG, the unit was evaluated at philips. The symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom.

Event description:
The customer reported that the unit would not acquire the 12 lead ECG, the unit was evaluated at philips.